Event description:
Customer reported via phone, he was experiencing high blood glucose of 285 mg/dl and the insulin pump had alarmed motor error during bolus. Customer doesn't recall any significant events which may have caused the device to alarm and the device was not exposed to an MRI. The customer was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to the motor having high current draw. Displacement, rewind, basic occlusion, prime, excessive no delivery, and occlusions tests were not performed due to the alarm. The device had minor scratches on the lcd window.